Manufacturer narrative:
The isnare system-lariat snare subject of the reported event was returned for evaluation. Evaluation results found the hypo tube in the handle assembly to be bent in a "v" shape. There was a significant curve in the sheath below the handle, the distal end of the device was curved, and the hypo tube in the needle handle assembly was bent. The damage found on the device is indicative of the user advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath which can cause the device to not operate as intended. The instructions for use states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage (i.e. Deformed or bent snare or needle, inoperable handle, damaged packaging), do not use this product and contact your local product specialist. The following conditions may not allow the isnare® system - lariat snare device to function properly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath." Steris made multiple attempts offering in-service training, however the user facility did not respond. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4) that the isnare handle "broke in half" and the stent was unable to deploy. Another device was utilized for the patient procedure. No report of injury.

Manufacturer narrative:
Steris requested the isnare subject of the reported event be returned for evaluation. The device history record was reviewed for the subject lot and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. A follow-up report will be submitted when additional information becomes available.